Event description:
It was reported that the patient was experiencing severe abdominal pain with ''radiation in her back.'' It was noted that the patient's pain was gone when the device was turned off. An impedance check was performed and it was discovered that ''dislodgement took place.'' It was further noted that the dislodgement was confirmed by x-ray, which revealed ''the twisted leads that turned around many times and probably touched some surrounding tissue.'' It was stated that the ''twisted leads had pulled out of the stomach wall.'' It was stated that ''there was no perforation or other major problems'' and that the ''leads looked very interesting.'' It was further noted that a surgical intervention took place on (B)(6) 2005, in which the physician replaced both leads and ''the whole system was turned on again after checking the device.''

Manufacturer narrative:
Product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2005, product type lead.